Event description:
The facility reported a colleague infusion pump with a constant alarm. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a constant alarm was confirmed and reproduced during product evaluation. The root cause was assigned to a blown fuse. In order to correct this condition, the dc fuse was replaced.